Event description:
It was reported that the bladder of a small volume folfusor ruptured. The leaks were observed during setup/preparation. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.